Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that immediately prior to the start of the product issue, she was dizzy and tired. The patient reported that the alleged product issue began approximately in (B)(6) 2011 at an unknown date and time. The patient reported that she manages her diabetes with oral medication (metformin), diet and exercise. The patient reported that she made no changes to her diabetes management due to the product issue. The patient reported that because she was feeling dizzy and tired, she sought treatment at an ER where an unknown blood glucose result was obtained. The ER gave the patient metformin (unknown dose) and an unknown injection. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly received hcp medical treatment for complications of diabetes while using the subject meter. There is indication that the patient's symptoms deteriorated since the patient did receive medical intervention after the product issue occurred.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor and dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.